Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature discharge of battery. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was at end of service (eos) level upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of the device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and all quality control tests prior to its distribution.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and all quality control tests prior to its distribution.